Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test due to motor error alarm. Unable to confirm compromised force sensor system alarm due to motor error alarm. All operating currents are within specification. Unit was received with missing end cap sticker, cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The dome label sticker fell off about a year ago. Customer's blood glucose level was 297 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.